Event description:
A dry pump, no drug in it, was reported. An error, an empty reservoir alarm, was reported and there was an inquiry if the pump could be refilled if a programmer was not available. Device operation was discussed. No further information was provided. It was unknown what drug the pump system had previously delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the health care provider 'had no idea' regarding the event. No further information was able to be obtained.

Manufacturer narrative:
(B)(4).